Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability. Revision patient ID: (B)(6). Primary asa: p2 - mild disease not incapacitating.